Manufacturer narrative:
One guideliner xl was returned to vsi for evaluation. The catheter shaft was separated at the proximal weld joint. The shaft od and distal ID was measured and met requirements. The working length of the catheter and shaft was measured and met requirements. The traveler was reviewed. There are no nonconformances related to this lot. The event description along with the returned product evaluation provided sufficient evidence to determine that the most likely root cause in manufacturing related.

Event description:
The catheter shaft broke off in a patient, within the guide, when attempting to remove the guideliner from patient.